Event description:
It was reported that there was high threshold from lead getting dislodged. An implant attempt was made to replace that lead with another lead but that lead was not used, due to positioning difficulty, and it was too short. It was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was observed blood present on outer tubing overlay and in/on the helix mechanism; lobe found distorted/bent, damaged at implant; full lead analyzed. Blood present on all conductors and the lead was stretched, apparent explant damage; full lead analyzed.